Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause that led to the shocking at the ins site and shocking at the ear bud was static electric shock. Patient removed themselves from where they were standing. No further complications were reported.

Manufacturer narrative:
B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported in (B)(6) 2018 (about 2 weeks prior to the call) that the patient was folding laundry and there was static electricity in the laundry. The patient stated they were talking on the phone with an ear bud in their ear and they felt a shocking sensation at the ins site and at the ear bud in their ear as they were folding the laundry. The patient wanted to know if this was normal. It was reviewed with the patient that it was possible however it was not a common report and that interaction with the patient¿s implant was not likely. The patient was going to follow up with their health care physician (hcp). There were no further complications reported/anticipated.